Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed at the bundle of his with his bundle injury, and it appeared selective and non-selective his bundle capture was achieved but the lead dislodged when the introducer sheath was pulled back. It was noted that the introducer was kinked. The introducer was replaced but despite multiple efforts, the lead could not be re-delivered to that site again. The lead was removed, and the chronic rv lead was reattached to the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.